Event description:
It was reported by service report that the fowler was drifting up when it's lowered flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, gas spring trip.